Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm size was not reported. The vessel morphology was reported as non-tortuous with mild calcification in the iliac arteries. The stent grafts were implant without issue. The post-op CT revealed that there was a type iii endoleak (either fabric tear or a junctional) between the main body and the left limb. (MFR report# 2953200-2011-01556, 2953200-2011-01557) the physician elected to implant an (B)(4) stent graft and the endoleak was resolved. The physician modeled the stent grafts with a reliant balloon. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4): (endoleak). Other (unknown cause of endoleak). Conclusion: (unknown cause of endoleak).